Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/28/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse also noted an (1104) backup alarm failed error. The fse replaced the speakers, main board and reloaded the device software and the issue was resolved.

Event description:
It was reported that the ventilator displayed error codes 1102 (primary alarm failed) and 5021 (speaker test). There was no patient involvement.